Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(4) reported a drill bit broke during use and the tip remained in the bone. No additional information was provided.

Manufacturer narrative:
An internal investigation was performed at synthes (B)(4). The measurable dimensions of the broken drill bits were checked and found to be in compliance. The exact cause that led to this occurrence cannot be determined. It may be assumed that too much mechanical force was applied during the surgery for example, too high drill speed, hard bone or possible movement in a slanting position. It is noted that these are very delicate drill bits which require extra caution during use. No product fault could be detected.

Manufacturer narrative:
Additional narrative: device was used for treatment not diagnosis. Device is not distributed in the united states but is similar to a device marketed in the united states. The manufacturing records were reviewed and no complaint related issues were found. No conclusion can be drawn as device is entering the evaluation process.